Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Investigation results will be forwarded through a follow-up report.

Event description:
"Patient aged 10, 29kg, wearing a pac (baby port) since 2016-2017 for lymphoproliferative syndrome, placed in paris via left deltoid approach. The patient was admitted on (B)(6) 2025 to the paediatric surgery unit for pac removal under general anaesthesia. At the time of removal, the catheter came easily, but the operator was surprised by its brevity: it was no more than 4 cm long. At the end of the procedure, a scan was performed, followed by a post-operative x-ray, which showed that part of the catheter was embedded in the brachiocephalic venous trunk. An ansm declaration was made."

Event description:
"Patient aged 10, 29kg, wearing a pac (baby port) since 2016-2017 for lymphoproliferative syndrome, placed in (B)(6) via left deltoid approach. The patient was admitted on (B)(6) 2025 to the paediatric surgery unit for pac removal under general anaesthesia. At the time of removal, the catheter came easily, but the operator was surprised by its brevity: it was no more than 4 cm long. At the end of the procedure, a scan was performed, followed by a post-operative x-ray, which showed that part of the catheter was embedded in the brachiocephalic venous trunk. An ansm declaration was made."

Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch number: 36914965 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in december 2016. Summary of investigation: no x-ray picture, nor involved device was returned. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. It is compliant with the defined specifications and no similar complaints were reported. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. However, the received elements allow us to say that the difficulties encountered by the physician during catheter removal results probably from the catheter distal part encapsulation into the vessel wall. This is a known complication of the access port implantation, especially on children when the polyurethane catheter was implanted during several years and the distal catheter extremity becomes placed high in the vcs. Indeed, when the patient grows, catheter distal tip is more and more positioned high in the vcs. This favors complications like, catheter movements, fibrin formation and encapsulation/integration in the vessel wall. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. This event is probably due to catheter incorporation in the vessel wall. This is not imputable to a device dysfunction or defect. It is worth noting that catheter incorporation is a known complication of the access port long-term implantation, in particular for young patients. The IFU warms the physician about this risk. In the future, please retain the sample so that a complete investigation can be carried out. This is a rare occurrence (B)(4), no further corrective action is envisaged for the moment.

Event description:
"Patient aged 10, 29kg, wearing a pac (baby port) since 2016-2017 for lymphoproliferative syndrome, placed in paris via left deltoid approach. The patient was admitted on (B)(6) 2025 to the paediatric surgery unit for pac removal under general anaesthesia. At the time of removal, the catheter came easily, but the operator was surprised by its brevity: it was no more than 4 cm long. At the end of the procedure, a scan was performed, followed by a post-operative x-ray, which showed that part of the catheter was embedded in the brachiocephalic venous trunk. An ansm declaration was made."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch number 36914965 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in december 2016. Summary of investigation: visual inspection of the returned device: we received the access port housing, the connection ring and the catheter for investigation. The access port housing is contaminated by blood, about 10 puncture marks are visible in the septum. A 7 cm long piece of catheter is still connected to the access port housing. The extremity is rough and calcified. The distal extremity of the catheter is missing. Dimensional measures: the inner and outer diameters of the catheter were verified. The dimensions are compliant with the defined specifications. Root cause: no manufacturing defect is visible on the returned elements. The received elements allow us to say that the difficulties encountered by the physician during catheter removal results from the catheter encapsulation into the vessel wall. This is a known complication of the access port implantation, especially on children when the polyurethane catheter was implanted during several years and the distal catheter extremity becomes placed high in the superior vena cava (svc). Indeed, when the patient grows, catheter distal tip is more and more positioned high in the svc. This favors complications like, catheter movements, fibrin formation and encapsulation/integration in the vessel wall. Conclusion: the difficulties encountered during device removal is a known complication of access ports removal. This event is due to catheter incorporation in the vessel wall. This is not imputable to a device dysfunction or defect. The IFU warms the physician about this risk. This is a rare occurrence (<0.001%), no further corrective action is envisaged for the moment.